Event description:
Consumer reported complaint for the true plus pen needles. Consumer reported complaint the 32g pen needles not dispensing insulin. Consumer had reported previous complaint for same issue: internal report reference number (B)(4). Customer stated he is unsure if the pen needles are from his previous lot or the replacement, as he had combined them together in one container. The package was not open or damaged when received by the customer. The customer is using compatible product, and the pen needle is properly aligned. At the time of the call the customer felt well and did not report any symptoms. Customer did not claim they were injured while using the pen needles and no medical intervention related to the use of the product was reported.

Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number: (B)(4). Pen needles were not returned for evaluation. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in a follow-up call on 18-dec-2023 to ensure that the initial concern was resolved - able to establish contact with customer who stated the initial concern has been resolved.